Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes patient sample was clotted after centrifuge. The was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient¿s specimen was sent to the laboratory at 7:50 on (B)(6) 2020, and the laboratory reported blood clotting after separation.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated visually and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot(including additive and dispense functions), all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes patient sample was clotted after centrifuge. The was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient¿s specimen was sent to the laboratory at 7:50 on (B)(6) 2020, and the laboratory reported blood clotting after separation.